Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient and at the initiation of therapy massive blood was observed from the insertion area. The patient needed blood transfusion (500millilite (ml)). It is unknown if iab was used, replaced or removed to end therapy.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 70.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump and the pressure was able to be maintained. An evaluation of the product was unable to duplicate the reported problem and we are unable to mimic the clinical setting. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient and at the initiation of therapy massive blood was observed from the insertion area. The patient needed blood transfusion (500milliliter (ml)). It is unknown if iab was used, replaced or removed to end therapy.